Event description:
A non healthcare professional from procurement department reported that during intraocular lens (iol) implantation, lens didn¿t eject from the cartridge properly and damaged the lens. The surgery was completed with a back up lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that it was a loading issue. They felt the haptic was folded properly but got jammed with the introducer and considered to be a user error. There was no fault with the lens itself.